Event description:
The facility reported that during a transfer from pool side into the pool, the lift was positioned over the water when it leaned over and fell into the pool. The resident also fell into the pool. It was noted that the left side of the t-bar was out of its socket and on the floor by a wall (3.5m away). No injuries were sustained other than a sore leg. No treatment was described. (B) (4).

Manufacturer narrative:
Add'l info will be provided upon completion of the manufacturer's investigation of the event.